Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d1, d4, and e4. D4; no UDI - class I device that predates FDA UDI requirements. The reported event is unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the freehand hex-captured screwdriver fractured during an initial intramedullary nailing procedure. Another screwdriver was used to complete the surgery, and the proper surgical technique was used. No fragmented parts were left within the patient, and no known impact or consequence to the patient resulted from this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - the event occurred in south africa. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not sent to the warehouse for return processing. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.